Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the intratio meter: results as follows: date: (B)(6) 2011, inratio: 1.9, lab: 7.4, doctor's inratio: -; (B)(6) 2011, 1.9, - 4.5. Pt self tester went to the hospital on (B)(6) 2011 because she was unable to swallow, daughter stated that her neck was very bruised, completely black and blue. Pt was sent home, and her daughter immediately tested her on the inratio meter (within two hours of lab testing). On (B)(6) 2011 the pt took her meter to her doctor's office and tested against the doctor's inratio meter. Tests were done back to back using the same finger puncture. Unable to provide strip lot number because the pt used up the last of the strips.